Event description:
Patient presented to the emergency room after receiving shocks. Low sensing, low pacing impedance and t-waves with some oversensing were observed. The lead was repositioned when lead dislodgement was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.